Event description:
It was reported that during set up for a treatment it was noticed that the outer packaging of one (1) opsite incise 28x30cm ctn 10 was not sealed on one side. Sterility of the product is therefore no longer guaranteed and can lead to infections in the operating room. It is unknown how the procedure was completed. The procedure was resumed, after a non-significant delay.

Manufacturer narrative:
H11: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the product was returned for evaluation. A visual inspection of the returned dressing pouch found one side of the pouch was opened. Lacquer transfer was visible at the open side. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history; therefore this would suggest it is an isolated event. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The sealed pouches are all inspected to ensure the products that do not meet specifications are rejected. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The sealing process was reviewed. On the sealing machine the printed paper is heated and the lacquer on printed paper transfers to plain paper to form 4-side seal of pouch. Then the sealed pouches are all inspected to ensure the products that do not meet specifications are rejected. The open side of the returned pouch showed lacquer transfer in place and acceptable. This issue cannot be confirmed as a manufacturing defect. It is possible the pouch was opened in the distribution chain or with the end user. The manufacturing processes, procedures, complaint history and risk documentation have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is anticipated, low risk and within acceptable occurrence levels. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.